Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k090757. Requested, not yet received.

Event description:
Patient underwent a left hip revision due to implant and femoral fracture approximately five months post-implantation.

Manufacturer narrative:
(B)(4). Review of manufacturing history found no evidence of product nonconformance and indicates the device likely left the manufacturer conforming to print. Examination of the returned device noted circumferential wear marks on the taper of the stem and fatigue fracture artifacts on the distal surface of the fracture. Review of radiographs revealed the device fracture occurred at the location of the previous bone fracture and screw holes made for the subsequent fixation device. The weakest part of the stem aligned with the location of the of the bone requiring the most support; therefore, the root cause of the event is most likely material fatigue due to elevated stress.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.